Event description:
Medtronic (covidien) received the follow information through review of article "switching strategy for mechanical thrombectomy of acute large vessel occlusion in the anterior circulation" seventy four patients that were treated with a solitaire fr, (B)(4) case was reported to have a subarachnoid hemorrhage with mrs of 1. (B)(4) patients suffered intracranial hemorrhage. 4 patients had symptomatic hemorrhages. (B)(4) cases were reported to have hemorrhage at {24hrs and 24-48hrs}.

Manufacturer narrative:
Kang dh. Switching strategy for mechanical thrombectomy of acute large vessel occlusion in the anterior circulation. 2013 dec;44(12):3577-9. Www.ncbi.nlm.nih.gov/pubmed/24021683. The devices were not returned for analysis. The lot history record review was not possible since the lot numbers were not reported. This report was created to capture the events that were related to the to the solitaire procedures. (B)(4). MDR # 2029214-2015-00416 was generated to capture the serious injuries.